Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during a sleeve gastrectomy, after the fourth fire the anvil bent on the device. And they had trouble getting it back out of the trocar. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5da38. Investigation summary: the analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60d cartridge reload loaded on the device. The cartridge reload was received fully fired. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.